Event description:
Reporter alleged expiration date on comfort curve test strips vial was missing. Reporter stated that customer may have spilled alcohol on the label. No serious adverse event was reported in connection with the alleged malfunction. A batch record review found the expiration date for the reported lot number to be 05/31/2006 - the strips were expired at the time of use.

Manufacturer narrative:
Vial returned by the customer was inspected; the manufacturer's domestic evaluation unit reported that the expiration date portion of the label was torn off; therefore, the manufacturer was unable to confirm the customer's allegation.